Event description:
It was reported that the system with a cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead triggered an alert for lv automatic threshold test. It appeared that the test had not been able to be run for various days, nonetheless, when the crt-d was analyzed, it was no longer in suspension mode. The impedance values had increased as well and several months ago the behavior had been unstable. Also, failure to capture was observed for the lv lead. Before the high, out of range pacing impedances the presenting electrogram appeared different and the lead was capturing. A lead fracture was suggested, and the health care professional agreed. The crt-d and this lv lead remain in service. No symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).